Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
On an unspecified date, a plum 360¿ infuser compatible with ICU medical mednet¿ software reportedly shut down during a patient's infusion. The device has been cleaned using green clinell wipes. After a first line inspection, it was identified that the battery was reading empty with the replace battery warning on screen. The device was plugged into the mains power when it shut down again. There was no harm caused by the incident and the treatment was continued by changing to a different pump.